Event description:
Heavy cough breathing problem; received phillips dream station, dsx600h11c bipap sn (B)(4) from phillips and arocare with help of medicare. Phillips now has recalled this machine and we were notified not to use this bipap in (B)(6) 2021. Now without a machine, I am loosing sleep and having problems resting, coughing and lung problems. Have an appointment with a pulmonary dr. (B)(6) 2021. Other test results will be available after this appt. Medicare has refused to replace this machine since it is not over 5 years old? Now medicare and phillips is stalling and we are still without a usable bipap machine. FDA safety report ID# (B)(4).